Event description:
It was reported a hemostatic valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd single curve access system (was) was selected for use. The was was partially advanced when the physician noticed the sheath was leaking blood and the hub was cracked. Approximately 20 cc of blood was lost and no intervention was required. The physician exchanged the was sheath for a new one to complete the procedure. There were no patient complications.